Manufacturer narrative:
Premarket (510k) number is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Two (2) were in used conditions inside their opened original packaging and one (1) was in new condition. Visual inspection was performed at 12? Under normal lighting to received unit, in order to detect any damage on the cuff, airline or pilot balloon. No damaged could be detected. Samples were filled with 5cc of air in order to see if there was any functional problem. When inflating the sample 1 and 2 with air, it was seen that pilot balloon inflate but all the air was stuck it, and when inflating the sample 3 with air, a part was not inflated uniformly. During the verification, 32 assemblies were reviewed to see the complete manufacturing process of the air way and balloon. Once the units were assembled and cured, they were inflated with air and visually inspected 100% to see that the cuff inflated uniformly. It was observed that the air cuff symmetry test was correctly performed. The root cause was unable to be undetermined. Actions were taken to mitigate the reported issue: quality alert was generated to show the operators the procedure of teflon application in the cuff to prevent sticking to the shaft. Production personnel was trained on quality alert by area trainer. Also, a visual aid was released to show the operators the procedure of teflon application in the cuff to prevent sticking to the shaft.

Event description:
It was reported that three cuffs were unable to inflate. No patient injury was reported.